Event description:
It was reported the patient came to the hospital after inadequate shocks. Suspected lead fracture so they switched off the device detection until device replacement. The lead was explanted without further incidents. No patient complications have been reported as a result of this event.